Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date & lot number - unknown; manufacture date ¿ unknown.

Event description:
It was reported patient underwent an affixus short hip nail procedure on (B)(6) 2013. During the procedure, the impaction tool fractured while impacting the nail. Another instrument was utilized to complete the procedure.